Event description:
During preparation for cardiopulmonary bypass, the level sensor did not function as expected. The sensor was replaced. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.